Event description:
The hcp reported that a pimple had formed over the patient's pump site, had "exploded" several days later and the wound opened; the patient reported that he was able to see the pump. The patient had been receiving morphine in his pump. Since the patient's pump implant, he had lost a lot of weight and the hcp believed that the pump was causing a pressure area which turned into an abscess which they were not able to visualize. No symptoms were reported prior to this event. Initially, based on a CT scan, it was reported that possibly a piece of the catheter was left in the patient. The hcp confirmed that the patient's entire system including the catheter was removed. The patient was sent home with antibiotics, but returned one week later with sepsis, possible renal failure and was unresponsive. The patient was seen, following subsequent discharge, in the clinic recently and was receiving oral antibiotics and wound care. The hcp plans to reimplant a pump after the area is healed.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.